Manufacturer narrative:
The mayfield base unit (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the handle tested low when put under pressure, and the swivel sleeve has worn teeth. Additionally, the swivel adapter has damaged threads on the drawbar, the viton ball is flat, and the end cap is missing on the left bracket side. By the completion of service, the swivel sleeve, roll pin, end cap, drawbar and viton ball will be replaced and general maintenance and cleaning to be performed. Root cause- the complaint is confirmed via inspection of the unit. The probable root cause is routine wear and mishandling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the mayfield composite series base unit (a3101) slipped during a case, and suspects that it may have to with the black knob. Additional information has been received indicating the following: 1. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull?: dr. [Redacted] placed the skull clamp. 2. Did each pin engage the cranium in a perpendicular approach?: dr. [Redacted] always checks the pins and makes sure they will not slip before attaching it to the mayfield arm on the bed. 3. What type of procedure was performed?: craniectomy. 4. Describe the type of injury.: no injury was noted to patient. Just concern for future use. 5. Was there a delay to the procedure due to product problem? If yes, how long was the delay?: only a few minutes to make sure all the knobs were tight and secure, before proceeding. 6. Was there any patient adverse consequence because of the delay? If yes, please explain: no adverse consequences. 7. How was the procedure completed?: procedure was completed. 8. Patient outcome/current condition. Unknown outcome or condition: you would have to talk to dr. [Redacted] about the patient¿s condition after the procedure was completed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.